Event description:
It was reported the patient experienced fifteen episodes of gi/diarrhea issues after decreasing the dosage of antibiotics. The implantable neurostimulator was on and programmed to program 1 @ 1.35 volts. Additional information reported received that the patient was no longer having any concerns with their system and therapy. Additional information reported received that the patient experienced an intestinal infection as a result of antibiotics that were taken as a prophylactic measure during trial and implant. The patient was then taking flagyl due to c-diff bacteria that developed while taking antibiotics. The patient was still experiencing urgency, however, that was a side-effect of the flagyl. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient developed a c diff infection in the colon after the implant, which caused diarrhea and she had to use several rounds of medications. It occurred from being hooked up during the trial for so long and antibiotics. It cleared up and then she relapsed again.

Manufacturer narrative:
Product ID 3889-28, lot# v948945, serial#, implanted: 2012 (B)(6), explanted, product typ: lead, product ID 3889-28, lot# v948945, serial#, implanted: 2012 (B)(6), explanted, product typ: lead, product ID 3037, lot#, serial# (B)(4), implanted, explanted, product typ: programmer, patient. (B)(4).